Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the item was broken. The repair technician reported the cap was loose and would come off. Loose component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product development investigation was performed for the subject device. This complaint is confirmed. The endcap can easily be removed from the handle. No material breakage was observed at customer quality (cq). This complaint condition was able to be replicated at cq. A definitive root cause could not be determined. Most likely due to cumulative wear and repeated sterilization cycles over the 17 year lifetime of the returned reusable device. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The handle with quick coupling, small (311.43) is a common instrument, noted in 45 system technique guides including: compact distal radius, compact forefoot reconstruction screw and 2.4mm cannulated screws. In each system the driver is utilized with an accompanying screwdriver shaft for screw insertion. Relevant drawings for the returned instrument were reviewed: top-level, handle component drawing and endcap drawing. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Service history review was attempted for part# 311.43, lot# 4014757. No service history review can be performed as part number 311.43 with lot number 4014757 is a lot/batch controlled item. The manufacture date of this item is oct 14, 1999. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was completed for part # 311.43, lot # 4014757. Manufacturing location: (B)(6), release to warehouse date: (B)(6) 1999. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented a broken handle with quick coupling, small. Synthes evaluation equipment failed inspection. The issue was identified during service and repair activities of the evaluation set. There were no issues reported by the customer. No case or patient involvement. This report is for one (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).